Event description:
The customer received a blood glucose reading of 243 mg/dl from her contour meter and a reading of 100 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer refused to troubleshoot or provide any add'l info before ending the call. No product will returned.

Manufacturer narrative:
The customer ended the call before her personal info or product info could be obtained. It's not possible to determine the manufacture date or 510k number without the meter info.